Event description:
(B)(4). Had essure procedure in 2012. I am only around (B)(6) in, so pretty thin, but I look (B)(6) pregnant most of the time due to bloating. I have terrible digestive issues to the point I don't want to eat. Extreme fatigue and mental fog are a daily struggle and it gets worse as time goes on. I worry about what my life will be like in the years ahead as these things get worse.